Event description:
Reportedly, on (B)(6) 2024, the hospital attempted to pair the smart view connect (s/n: (B)(6)) with the implantable device but it was not able to pair it.

Manufacturer narrative:
Analysis summary: upon reception, the smartview connect was tested and the reported behavior was not confirmed since the device could connect to the network and then could be correctly paired with a reference pacemaker. In-depth analysis revealed that while attempting to pair the device by entering the implant serial number, no network connection was available, resulting in the impossibility to send data to the back office and to pair the device to the implant. It should be noted that with an appropriate network signal, the smartview connect was able to synchronize and correctly communicate with the back office. Therefore, it can be suspected that the reported issue resulted from a poor network coverage at the location where the reported event occurred. Based on available data, no malfunction is suspected on the smartview connect app. This case is recorded for trending purposes.

Event description:
Reportedly, on 17 may 2024, the hospital attempted to pair the smart view connect (s/n: (B)(6)) with the implantable device but it was not able to pair it.